Manufacturer narrative:
Insulin pump was received with blank display due to broken solder joint on interface board. Unable to perform idle current test run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test, or verify failed battery test alarm due to blank display. Insulin pump had minor scratched display window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump turned off without an alert or notification. After replacing the battery for a new one, the insulin pump alarmed failed battery test. The customer tried a new battery from a different package but the customer received the same alarm. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.